Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that multiple knives did not cut properly during surgery in the previous weeks. There was no report of any patient harm. Additional information has been requested. Additional information received further clarified that the knives exhibited a defect in cutting performance while making the incision during a cataract surgery.